Event description:
Customer reported the system displayed a communication error and locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the mainframe 5v fuses and power supply connectors. System operates as intended.